Manufacturer narrative:
Results: the 5f select was ovalized from approximately 60.0 ¿ 61.0 cm, 70.0 ¿ 72.0 cm and 123.0 -124. Cm from the hub. Resistance was experienced while attempting to advance a 0.040¿ stainless steel mandrel through both devices and the mandrel was unable to advance through either device. Conclusions: evaluation of both returned 5f selects revealed ovalizations throughout each device. If the devices are forcefully gripped or otherwise mishandled during preparation, damage such as ovalizations will likely occur. These damages likely contributed to the reported inability to advance the 5f selects over a guidewire. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00552.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00552.

Event description:
During preparation for a medical procedure, the hospital staff was unable to advance two neuron select catheter 5fs (5f select) over a guide wire on the back table; therefore, they were not used in the procedure. It was reported that the 5f selects were kinked at the mid-shaft. The procedure was completed using another 5f select.